Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported event of burnt odor from the device. A review of the event history log did not reveal any keystrokes, programming, or use related events that would indicate and/or contribute to the reported problem. A visual inspection was performed with no abnormalities noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. All ac/dc voltages were checked and measured within normal parameters. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The cause of the reported event of burnt odor could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an electrical smell was noted from the homechoice during use. The home patient was not connected to the device at the time of the event. The patient indicated they did not see any smoke. The technical service representative arranged the return of the device. No patient injury or medical intervention was reported as a result of this event. No additional information is available.